Event description:
Related manufacturer reference number: 1627487-2022-01791. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.